Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of a broken sensor needle and the needle applicator was still inside when it was removed. The customer's blood glucose was 152 mg/dl at the time of incident and the customer's sensor glucose was 239 mg/dl and alarmed threshold suspend. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.